Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found water/stain within the cable. Based on the results of the investigation, the most likely cause of the complaint is traced to component failure, an electrical cable leaking. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image was blurry and dark inside the cavity. The cables had some kinking throughout their length. The issue occurred during preparation for use before a therapeutic procedure (hysteroscopy), which was completed without delay using a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head image was blurry and dark inside the cavity. The cables had some kinking throughout their length. The issue occurred during preparation for use before a therapeutic procedure (hysteroscopy), which was completed without delay using a similar device. There were no reports of patient harm.

Manufacturer narrative:
A supplemental report will be submitted when the investigation is completed or if additional information becomes available.